Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). Analysis was performed by field service engineer (fse) who went onsite to evaluate the device. The fse was able to replicate the problem and stated that the ECG was tested and was found to function incorrectly at times. Recommended the measurement board needs to be replaced. Based on the results of the analysis, the product malfunction was ect measurement board. The device was repaired by replacing the measurement board. The device passed testing per specification and return to the customer.

Event description:
Philips received a complaint on a intellivue multi measurement server x2 indicating that the ECG measurement giving distorted values. The device was in clinical use on a patient at time of event, there was no adverse event reported.